Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that a kink was confirmed in the tip of the sheath when the angio-seal poly-foil pouch was opened. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage for the patient. There was no injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 20feb2020. When referring to the sheath they mean hemostasis sheath.